Event description:
Patient¿s mother reported that the generator moves when the patient lays on her side. Patient was referred for generator replacement as a result of the migration and the generator battery being at 50%. The physician noted that the referral for device replacement was for patient comfort and to preclude any sort of future issues that may arise due to the device migration. The migration was reported to be a result of the patient's weight loss. Diagnostics were reported to be ok. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient's generator was replaced.

Manufacturer narrative:
(B)(4).